Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found in the "restore" mode. The cause of this programming is unknown. The ipg was also pacing below the programmed rate and the physician elected to explant the ipg.